Manufacturer narrative:
The zoll console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that the ivtm thermogard xp system (s/n (B)(4)) created a "short" on the hospital's main power. Attempts to obtain additional information on the reported problem was unsuccessful. The hospital could not supply an explanation of what was meant by "created a short". It is unknown if a patient was involved with this event and no additional information was provided.